Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that routine follow-up imaging done 2.5 months post-implant revealed an occluded limb that appeared to be kinked. The cause of the kink is unknown. No additional clinical sequelae were reported, and the patient is being monitored.

Manufacturer narrative:
(B)(4).